Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreotography (ercp) procedure in the common bile duct performed on (B)(6) 2020. According to the complainant, during the procedure, after the stent was placed in the left hepatic duct. The physician attempted to advance the introducer to deploy the stent, however the pull wire had snapped the introducer and the stent fell out along with the broken introducer. The pusher was removed and the broken guide catheter was retrieved using rat-tooth forceps. The procedure was successfully completed with another naviflex rx delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of guide catheter broken. Block h10: the returned naviflex rx delivery system was analyzed, and a visual evaluation noted that the push catheter was kinked at distal section. The guide catheter was kinked at proximal section. The guide catheter was detached from the delivery system. The pull wire was fully retracted until the point of no return. No other issues with the device were noted. The reported event was confirmed. Based on the provided and collected information, the issue occurred during procedure and the patient presented a tight stricture, it is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. The device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering could have contributed with the damages observed (push catheter/guide catheter kinked) kinks on the delivery system can cause difficulties to deploy the stent due to friction between the catheter at kinked areas, continued attempts to retract the guide catheter or force applied to deliver the stent can result in guide catheter detachment. Therefore the most probable root cause for this event is adverse event related to patient condition since an existing condition or disease is demonstrably responsible for the adverse event and use of the device has neither caused nor otherwise influenced this condition/disease related adverse event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreotography (ercp) procedure in the common bile duct performed on (B)(6) 2020. According to the complainant, during the procedure, after the stent was placed in the left hepatic duct. The physician attempted to advance the introducer to deploy the stent, however the pull wire had snapped the introducer and the stent fell out along with the broken introducer. The pusher was removed and the broken guide catheter was retrieved using rat-tooth forceps. The procedure was successfully completed with another naviflex rx delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.